Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for analysis. Visual inspection noted the instrument firing knobs were retracted, and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Functional evaluation noted the instrument was successfully loaded with a single use loading unit (sulu). The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The product analysis noted evidence that the device was not used as intended. Replication of the sheared teeth on the firing rack may occur from firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws, or attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information for use states: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right upper lobe resection, the device was able to fire completely but the distal staple line was incomplete and the distal staples formed into a door shape. The staple line was fixed by continuous suturing. Medtronic's initial evaluation of the incident device found that internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up.